Event description:
A contact for a peritoneal dialysis (pd) patient reported that the patient had been receiving draining slowly messages during treatment for over a month and the physician wanted a replacement cycler. It was reported the patient was recently hospitalized for an infection and was taking antibiotics. This was the first time that the patient reported the draining slowly issue to technical support. The patient spoke to technical support and stated the cycler gave her the infection. The patient refused to troubleshoot. Additional information was obtained through follow-up with the clinic assistant administrator (aa). The patient went to the hospital on (B)(6) 2023 with cloudy pd effluent and abdominal pain. The patient was admitted with a diagnosis of peritonitis. The patient was initiated on antibiotic therapy with ciprofloxacin (route, dose, frequency, and duration unknown). The culture results were not available as the hospital records had not been received at the clinic. The patient was discharged on (B)(6) 2023. The patient was seen in the pd clinic on (B)(6) 2023. The patient did not exhibit any signs of peritonitis during this visit. The pd effluent was clear, and the patient¿s abdominal pain resolved. The physician did not prescribe any additional antibiotics. The aa stated that the cycler did not cause the patient¿s peritonitis. The suspected cause of the peritonitis event is a breach in aseptic technique by the patient¿s daughter who is the caregiver. The aa stated the daughter is overwhelmed with the pd treatments and cannot follow simple instructions. The daughter gets confused as well. The patient¿s peritoneal dialysis registered nurse (pdrn) is going out to the patient¿s home for a home visit. The pdrn is going to attempt to retrain the caregiver on proper use of the cycler and to observe for any issues. A meeting is scheduled to discuss if the patient is suitable to continue pd therapy or if a different treatment option is necessary. No further information pertaining to the peritonitis event was provided.

Manufacturer narrative:
Clinical review: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler with liberty cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis diagnosis and use of the liberty select cycler and cycler set. The patient made a statement alleging the cycler caused the peritonitis, but the clinic aa stated that was false. The suspected cause of the peritonitis was a breach in aseptic technique by the patient¿s daughter who is the caregiver. The daughter becomes confused and overwhelmed with the patient¿s treatments. The aa stated the daughter has difficulty following simple instructions. Although no information was provided related to culture results and the determined cause of the peritonitis was not confirmed, all pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the limited information and no evidence of a malfunction, deficiency, or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A contact for a peritoneal dialysis (pd) patient reported that the patient had been receiving draining slowly messages during treatment for over a month and the physician wanted a replacement cycler. It was reported the patient was recently hospitalized for an infection and was taking antibiotics. This was the first time that the patient reported the draining slowly issue to technical support. The patient spoke to technical support and stated the cycler gave her the infection. The patient refused to troubleshoot. Additional information was obtained through follow-up with the clinic assistant administrator (aa). The patient went to the hospital on (B)(6) 2023 with cloudy pd effluent and abdominal pain. The patient was admitted with a diagnosis of peritonitis. The patient was initiated on antibiotic therapy with ciprofloxacin (route, dose, frequency, and duration unknown). The culture results were not available as the hospital records had not been received at the clinic. The patient was discharged on (B)(6) 2023. The patient was seen in the pd clinic on 20/oct/2023. The patient did not exhibit any signs of peritonitis during this visit. The pd effluent was clear, and the patient¿s abdominal pain resolved. The physician did not prescribe any additional antibiotics. The aa stated that the cycler did not cause the patient¿s peritonitis. The suspected cause of the peritonitis event is a breach in aseptic technique by the patient¿s daughter who is the caregiver. The aa stated the daughter is overwhelmed with the pd treatments and cannot follow simple instructions. The daughter gets confused as well. The patient¿s peritoneal dialysis registered nurse (pdrn) is going out to the patient¿s home for a home visit. The pdrn is going to attempt to retrain the caregiver on proper use of the cycler and to observe for any issues. A meeting is scheduled to discuss if the patient is suitable to continue pd therapy or if a different treatment option is necessary. No further information pertaining to the peritonitis event was provided.